Event description:
Spill of hazardous IV medication. Pt was showering and experienced disconnection of IV tacrolimus infusion. Phaseal cstd in use and secured by blue jacket. Disconnect occurred between the IV tubing and the phaseal injector despite of securement device. Drug exposure minimal due to slow infusion rate. Pt did not experience topical exposure. Spill cleaned per policy.